Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the cable tie (0125-00-0028). The fse completed the pm with full calibration, functional, and safety tests to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
During a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was reported that the cardiosave intra-aortic balloon pump (iabp) cable clamp was missing. Additionally and unrelated, the unit's clock would not keep an accurate time. There was no patient involvement, and no adverse event reported.